Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was found at 30.7cm to 30.9cm from the helix end, consistent with lead friction to another device. The etfe coating was intact at the same loccation.